Event description:
It was reported that the patient presented for initial implant procedure of the implantable cardioverter defibrillator (ICD) system. Shortly after the procedure, the patient developed left upper extremity deep vein thrombosis (dvt). Venoplasty procedures were performed, however, they did not resolve the dvt. The physician elected to explant the ICD, right atrial (ra) lead, and right ventricular (rv) lead as a result. There were no patient consequences.

Manufacturer narrative:
The device was returned without any associated complaint and analyzed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.